Event description:
The customer reported that the systems' table would not move up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep retrieved the log files, checked all the voltages and reseated the connectors on motron and the table generator interface. The system was tested and found to be working as intended and put back into service.